Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
5 additional tpk1001s leaking at the black ring. 3 from lot # 0001312580 and 2 from lot # 0001317345. This is report 2 of 5. 7jan2020 customer response: no harm or intervention required for patient. During use on the patient. No apparent damage noted. The catheters that were kept were sent to our risk department. 7jan2020: per risk, no sample available.

Event description:
5 additional tpk1001s leaking at the black ring. 3 from lot # 0001312580 and 2 from lot # 0001317345. This is report 2 of 5. (B)(6)2020 customer response: 1) no harm or intervention required for patient 2) during use on the patient 3) no apparent damage noted 4) the catheters that were kept were sent to our risk department (B)(6) 2020: per risk, no sample available.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review for lot 0001317345 did not identify any manufacturing defects or issues that may have contributed to the reported failure. Without a sample or photograph, the investigation was not able to definitively confirm the reported root cause (leaking). Since a probable root cause could not be identified for the identified defect, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences.